Event description:
After completion of an exam, and the pt left the room, the operator angulated the tube from a horizontal to a vertical position when the collimator detached and fell onto the table. There was no injury reported. The concern is that a serious injury may result if the falling collimator were to contact the pt or operator.

Manufacturer narrative:
A ge field engineer (fe) evaluated the system and found that one collimator-tube interface screw was missing, one was loose, and one was secured. The fe reattached the collimator and verified functionality.